Event description:
The left breast implant ruptured and the right breast implant bled. A bilateral capsulectomy with implant exchange to gel implants due to rupture was done. The right implant appeared to be for the most part intact, but there was significant gel extravasation. All gel was removed from the capsule. The capsule was then detached, leaving a small portion of the posterior capsule which was adherent to ribs. It was noted that, at previous augmentation, the pectoralis major had not been released inferior medially. The left implant had a very thin capsule over the rupture at this point. The anterior surface of the capsule was dissected free and dissection carried out posteriorly to the extent possible prior to removal of the implant. The implant material was removed and this was a complete disruption of the shell, with almost no gel material remaining within the shell. Silicone contamination was minimized and, after completion of the capsulectomy, the wound was copiously irrigated free of any gel material as much as possible. The wounds were again irrigated and inspected for hemostasis. They were packed temporarily.